Manufacturer narrative:
The bloodline in use and the catheter connectors were returned to this manufacturer for evaluation. Both items were visually and microscopically inspected and found to be free of defects. Both connectors met luer taper specifications per (B)(4). The products were securely connected together when first received and further testing showed that a secure connection could be obtained. Review of manufacturing records for the finished blood tubing set and for the venous connector component showed that the product meets all design, quality, and product release specifications. Medisystems corporation considers this report closed. No additional info will be provided.

Event description:
The user facility reports one event in which the (B)(6) pt's venous catheter port separated from the dialysis blood tubing set connector approx one hour into therapy. The pt's access device was covered with 3 blankets and was not visible to staff per instructions for use warning and facility's internal procedure. Staff responded to a drop in bp and found pt with catheter access separated and blood leaking into the blankets. Pt was unconscious and subsequently expired. Facility reported ebl between 150ml and 1000ml. Initial internal investigation, performed by facility biomedical staff, indicated no visible defects on the bloodline or catheter connectors. A secure connection was successfully achieved.